Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient felt stimulation on/off when he was transitioning. The patient programmer showed stimulation on and adaptivestim enabled. The on/off was intermittent and only happened when the patient was transitioning. The patient felt stimulation when sitting and lying down. The rep saw the patient on (B)(6) 2016. The device recognized all positions, but the rep did re-orient it. The rep re-adjusted as the cone size was too small. It was noted that all electrode impedance values were fine except contact 12 which showed greater than 20,000 ohms. The issue began in (B)(6) 2016. Additional information was received from the rep. It was reported that the rep was not sure if this was a therapy or device issue. The device did indicate that it was still on. The patient only sensed that stimulation was off when adaptivestim was enabled; however, the lightning bolt signifying that the device was still on was present. Adaptivestim was turned off and evaluated. Adaptivestim was turned back on and the patient went through positional changes in the office and the patient did not notice a loss of therapy while in the office. The issue had not been resolved. The rep decided not to utilize electrode 12. Electrode impedance was run on all electrodes tested at 1.5 volts. The rep didn't know the cause of the abnormal impedance or why the electrode test failed. The patient was still receiving effective stimulation, but not with adaptivestim which is what he wanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.